Event description:
The distributor reported 4fr PICC was placed and "worked great". The pt was transported to an assisted living facility and the catheter was not maintained properly. It was not flushed for one week. When a nurse attempted to flush the catheter a crack in the hub was noted. The device was removed and discarded.